Event description:
The ev 3 coils failed to feed into the catheter. Interventional radiology was then unable to use them. The case was able to be completed: multiple interlock and concerto coils were used to embolize the proximal splenic artery. There were no complications.